Manufacturer narrative:
Film evaluation results: review of CT¿s 8+ years post-implant revealed that an aneurx stent graft system was implanted in the patient. The bifurcate was positioned ~15mm below the lowest right renal artery, and the infrarenal neck and aortic body were essentially straight. The stent graft proximal od measured 28mm, and there was ~ 15mm of proximal neck seal length. The max diameter aaa measured 7.5cm and no obvious endoleak was visible. The bifurcate ipsi limb was positioned down into the right common iliac artery, and the contra limb was positioned into the left common iliac artery. Both limbs were patent, and no obvious stent graft kinks or compression was observed. No other issues were seen. The exact cause of the stent graft migration could not be determined from the images provided. The anatomy at implant and earlier p ost-implant films were not available for review and comparison. There is currently minimal bifurcate proximal stent graft radial apposition to the aortic wall (no oversizing) and ~15mm of remaining proximal seal length. It is possible that the migration was caused by disease progression; neck dilatation. Although no clear endoleak was seen, it is possible that the aneurysm was being pressurized via the marginal proximal seal. Films during and post cuff intervention were not provided.

Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient presented for a routine follow up. It was reported that the stent graft has migrated distally and is 15 mm below the renal arteries, no endoleaks, however, there is aneurysm enlargement. The physician treated the patient. An endurant 28x28 aortic cuff was implanted and the migration was resolved. Per the physician the cause of the migration may be due to disease progression; however, the cause of the aneurysm expansion is unknown. No additional clinical sequelae were reported and the patient is fine.